Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the module was connected to the system; however, after one day, the screen went blank and is no longer detecting any connections. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, it was determined that the motherboard does not start up and does not provide a picture at the video outputs. The housing fan is running at maximum speed. Because no image is displayed, the device information cannot be read out. The error description provided by the customer, " screen went blank and is no longer detecting any connections" could be confirmed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).